Event description:
It was reported that this pacemaker device was unable to be interrogated using multiple programmers in multiple clinic locations. Many different troubleshooting techniques were performed, including moving many possible sources of electronic interference away from the device and programmer, placing a towel between the programmer wand and the device location because the patient is very thin as well as trying multiple different programmers with multiple different programmer wands. All were unsuccessful. The device implant location was confirmed, and the device was noted to exhibit a rate of 100 beats per minute with magnet application, indicating it is still operating. The patient was observed to have a non-sustained rate of 63 beats per minute as measured using a surface electrocardiogram. The patient was noted to not be pace therapy dependent. Previous remote monitoring device data from approximately two months previous was reviewed and showed the device operating normally with stable battery and power consumption and no faults. A subsequent device interrogation using the patients remote monitoring communicator at home performed later that day was successful. A review of device data from the new transmission again showed the device operating normally with normal power consumption and no faults. Boston scientific technical services (ts) stated they are not sure why the device is unable to establish telemetry while in the clinic settings but noted that the programmers require an inductive handshake to begin a device interrogation whereas remote monitoring communicators only needs radio frequency to communicate with the device, so it is possible that the pacemaker device inductive ability is not working. Ts stated that this would not affect pacemaker device therapy, but it would prevent changing device programming if desired. Subsequent information from the boston scientific field representative indicated the plan is to perform another device data upload via the remote monitoring communicator in three months and to see the patient again in the clinic in six months. Ts suggested to bring the communicator to the clinic next time in case they still cannot successfully interrogate using a programmer. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to the inability to interrogate the device using programmers while in the clinic. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted tool marks, likely from device extraction, seal plugs that are intact and set screws that operate normally. The device exhibited no telemetry capabilities and therefore could not be interrogated. The titanium case was opened, and an external power supply was connected to the device circuitry for further analysis. Internal visual inspection noted no anomalies. The device circuitry exhibited appropriate voltage measurements. The telemetry coil resistance measurement was normal, but a zero-resistance measurement was observed between the telemetry coil posts and the bond pad on the device circuitry. The device continued to exhibit no telemetry capabilities. The telemetry coil was then removed from the device circuitry and microscopic inspection indicated the presence of a crack in the solder connection under the telemetry coil frame. The telemetry coil was reconnected to the device circuitry and the device then exhibited successful telemetry. It was confirmed that device brady therapy remained available. The telemetry coil was once again removed from the device circuitry and microscopic inspection of the same connection noted that solder had been smeared across the crack during testing of the components. The results of the device analysis confirm the clinical observation. It is suspected that the no telemetry condition was caused by a crack in the solder connection, but the exact cause could not be determined as the assembly began to operate normally during analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device was unable to be interrogated using multiple programmers in multiple clinic locations. Many different troubleshooting techniques were performed, including moving many possible sources of electronic interference away from the device and programmer, placing a towel between the programmer wand and the device location because the patient is very thin as well as trying multiple different programmers with multiple different programmer wands. All were unsuccessful. The device implant location was confirmed, and the device was noted to exhibit a rate of 100 beats per minute with magnet application, indicating it is still operating. The patient was observed to have a non-sustained rate of 63 beats per minute as measured using a surface electrocardiogram. The patient was noted to not be pace therapy dependent. Previous remote monitoring device data from approximately two months previous was reviewed and showed the device operating normally with stable battery and power consumption and no faults. A subsequent device interrogation using the patients remote monitoring communicator at home performed later that day was successful. A review of device data from the new transmission again showed the device operating normally with normal power consumption and no faults. Boston scientific technical services (ts) stated they are not sure why the device is unable to establish telemetry while in the clinic settings but noted that the programmers require an inductive handshake to begin a device interrogation whereas remote monitoring communicators only needs radio frequency to communicate with the device, so it is possible that the pacemaker device inductive ability is not working. Ts stated that this would not affect pacemaker device therapy, but it would prevent changing device programming if desired. Subsequent information from the boston scientific field representative indicated the plan is to perform another device data upload via the remote monitoring communicator in three months and to see the patient again in the clinic in six months. Ts suggested to bring the communicator to the clinic next time in case they still cannot successfully interrogate using a programmer. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to the inability to interrogate the device using programmers while in the clinic. There were no additional adverse patient effects.